Event description:
Same case as MFR report number: 3005188751-2012-00143. It was reported the reflexion catheter became stuck in the fast cath introducer, therefore, the whole assembly (introducer and catheter) were removed together. The reflexion spiral catheter was inserted through the fast cath sl1 introducer sheath for a left sided ablation procedure. At the end of the case, the reflexion catheter could not be removed from the introducer, therefore, the whole assembly (introducer and catheter) were removed together. On inspection, significant burring was apparent on the introducer and part of an electrode on the reflexion catheter seemed to have come away from the catheter shaft. There was no adverse consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of device analysis, if there is any further relevant info, a supplemental medwatch report will be filed.